Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties, stent explant and a shaft break occurred. The patient underwent an angioplasty of the mid right coronary artery (rca). A 24 x 3.50mm promus premier¿ drug-eluting stent was deployed at 13 atmospheres in the proximal rca. On removal of the stent delivery system, it was difficult to remove the balloon catheter and the physician was forced to use a lot of tension to remove the balloon catheter. The delivery system broke leaving part of the balloon catheter and the balloon in the aorta of the patient. After multiple attempts, snaring of the detached portions was then performed with a 10mm gosse snaring device and the two detached portions of the balloon were then retrieved along with the stent. Post procedure, the patient had an echocardiogram immediately and re-draped to ensure that the rca was re-stented and the flow was timi 3. No patient complications were reported and the patient will be admitted to the cardiovascular intensive care unit (cvicu) for observation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties, stent explant and a shaft break occurred. The patient underwent an angioplasty of the mid right coronary artery (rca). A 24 x 3.50mm promus premier¿ drug-eluting stent was deployed at 13 atmospheres in the proximal rca. On removal of the stent delivery system, it was difficult to remove the balloon catheter and the physician was forced to use a lot of tension to remove the balloon catheter. The delivery system broke leaving part of the balloon catheter and the balloon in the aorta of the patient. After multiple attempts, snaring of the detached portions was then performed with a 10mm gosse snaring device and the two detached portions of the balloon were then retrieved along with the stent. Post procedure, the patient had an echocardiogram immediately and re-draped to ensure that the rca was re-stented and the flow was timi 3. No patient complications were reported and the patient will be admitted to the cardiovascular intensive care unit (cvicu) for observation.